Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken from emergency medical services and then admitted to hospital due high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 425 mg and took bolus and blood glucose level was above 600 mg and 775 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported event. Customer was unsure that the insulin pump was on auto mode. Customer stated that the high blood glucose was not being lowered by bolus deliveries. Customer stated that the meter stating that the blood glucose was too high. Customer was discontinued insulin pump. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.